Event description:
Nurse developed itchy hands, rash, and skin weeping. She saw an allergist on (B) (6)2009 and testing was done which identified her allergy. Her skin is now healing.

Manufacturer narrative:
No sample or lot# was provided, therefore, the device history record could not be reviewed. Historical trending was done. The testing the employee had did identify her allergy. The esteem blue with neu-thera glove has passed a series of tests prescribed by regulatory agencies for the intended use. However, the possibility of some individual experiencing a reaction to certain chemicals or lubricants used during the manufacturing process cannot be ruled out. We will monitor complaints for any trends.